Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. In addition, as the customer's strips were not returned a device history review of the strips were requested and performed. The device history review for test strip lot 0833143 indicated the strips were performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
A customer's family member reported on (B)(6) 2010 the customer got a reading of 187 mg/dl that was higher than how she felt and was unresponsive when the paramedics were called and treated her on the scene with glucose intravenous infusion. The customer was not transported to a local health care facility and also reportedly self-treated by eating food to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to sharon kapsch, MDR chief policy branch at osb.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.